Event description:
Additional information was received from a healthcare professional (hcp). It was reported that a hot compress was given to the patient to resolve the issue. The hcp noted this was not an infection; it was a skin reaction to the tape.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had some problems and their doctor gave them antibiotics. They had redness and infection at the site of the implant, the main thing was where the long incision was. It was noted no culture was taken, they had the surgery on friday and no one was in on the weekend. They said the symptoms began on saturday, they were warm off and on. They didn't think much of it. They took some tylenol and their fever broke during the night. They said they had a light temperature sunday morning, so they called their doctor. The doctor called back and started them on antibiotics on sunday. They said they couldn't tell if the system was continuing to help them. They wanted to know if the communicator needed to stay on permanently. They were at 1.7 volts at the time of the call and noted they were set to 0.7 volts during the trial. They said they had an accident the night prior. They checked the settings on the call and the therapy was on and set to 1.7 volts, it was noted there was no program listed. The patient was redirected to their healthcare provider to further address issues, they noted they had an appointment the day of the report and they would ask if they can adjust the settings.